Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 22 total events were initially reported. 22 previously reported events are included in this follow-up record. Product return status 22 devices were received. Event confirmation status 18 reported events were confirmed; the cause traced to component failure. 4 reported events were not confirmed. Evaluation results 18 devices were found to be affected by corrosion. 2 devices were unable to have a cause identified. 2 devices were found to be affected by fractured components.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: events were reported for this quarter. Product return status: 17 devices were received for evaluation. 4 devices were available for evaluation but have not yet been received. 1 device was not available to stryker for evaluation. Evaluation status: 6 reported events were confirmed during testing. 6 devices were found to be affected by internal corrosion. 4 reported events were not confirmed during testing; however: 4 devices were found to be affected by corrosion. 7 device evaluations are in progress. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact.